Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions) the following information is indicated as there is no clarification of the device involved in this event: d4: serial number: (B)(6), UDI: (B)(4), expiration date: 3/25/2026, h4 (manufacturing date): 3/25/2025 d4: serial number: (B)(6), UDI: (B)(4), expiration date: 1/8/2026, h4 (manufacturing date): 1/8/2025 h11: additional manufacturer narrative: the device history record review were completed, and these devices passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests anatomical factors likely contributed to the event. The patient presented dense chords, but they did not affect the grasping area at baseline. The device was attached to the septal leaflet, which presented a leaflet tethering. This tension may have caused the device to detach from the other leaflet. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position where, after the procedure, a single leaflet device attachment (slda) occurred. At baseline, the patient had severe (3+) secondary/functional tricuspid regurgitation (tr), septal leaflet tethering, and dense chords not affecting the grasping area. During the procedure, two pascal ace devices were implanted. The first device reduced the tr to moderate (2+), and the second further reduced it to mild (1+). Approximately seven months after the procedure, during screening for transcatheter tricuspid valve replacement, the tricuspid regurgitation grade was severe (3+), and an slda was identified.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. There was no reintervention but there is a potential for reintervention in this case the manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.